Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent altitude alarms occurred with multiple cartridges. Customer's blood glucose level was 134 mg/dl. Reportedly, the customer reloaded a cartridge, cleared the alarm, and resumed insulin therapy.